Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. According to the IFU the following precautions should be followed: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."

Event description:
It was reported by the affiliate that during a ladg procedure, the device could not cut well at 30 minutes after started using. There was no error. Another device was used to complete the case. There was no adverse consequence to the pt.